Manufacturer narrative:
(B)(4). Upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within the specification. Visual inspection of the lead did not find any anomalies. (B)(4).

Event description:
Lead revision was performed to correct a dislocated lead as a result of twiddler syndrome. The lead was explanted and replaced. Lead values were good and the patient is in stable condition.